Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse observed and cleaned waxy build up around the wash station. The fse noticed a leak from the closed tube aliquotter (cta) cap piercer due to misalignment with the wash station, and determined that the build up was from the leak. The fse identified that the waxy build up material was wash solution. The fse re-aligned the cta cap piercer to resolve the issue. The fse verified the repairs as per established procedures and no further leaks were observed. Results: misaligned cta cap piercer. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported a leak from the close tube aliquotter (cta) cap piercer of the unicel dxc 600i synchron access clinical system. The customer stated that the cap piercer leaked auto-gloss in the sample rack area. The customer replaced the cap piercer wick but the issue was not resolved. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. The customer was wearing personal protective equipment at the time of the event and no injury or exposure was reported.